Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and increased sensitivity. No further patient complications were reported.